Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 32 mg/dl and the cause was due to using the pump without having received training. The customer declined to provide further information and requested information to receive training. Tandem technical support provided the customer with contact information for training.